Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that ipg was removed and new ipg implanted. Therapy was reported post-surgery.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was not able to be charged and was unable to communicate with external devices. Surgical intervention may be undertaken to replace the ipg at a later date.